Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
Procedure (initial surgery): anterior cervical discectomy and fusion (acdf) with plating. Levels implanted: c3-c4; c4-c5 procedure (revision surgery): removal of existing construct, with revision and instrumented fusion of existing and additional levels. It was reported that on an unknown date, post -op, cephalad screw backed-out and non union was suspected. Due to which patient underwent an additional surgery on (B)(6) 2017 in which cervical plate and screws were removed. During dissection, surgeon discovered that cephalad locking mechanism was no longer attached to the plate. Surgeon removed locking mechanism, next he removed partially backed out screw and then the remaining screws and plate. The entire plate/screw construct was ex-planted, inspected and accounted for. The product came in contact with patient. Patient had continued degenerative disk disease (ddd) symptoms.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.